Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent an ablation procedure. Post-procedure, the patient experienced oversensing and loss of capture. There was asystole greater than 2 seconds. During the loss of capture, the patient was symptomatic. The physician made programming changes which resolved the issue. No additional adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Approximately two years later this device was explanted for an unrelated issue and returned for analysis.